Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal discharge and vaginal infection outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, breakage,vaginal discharge, vaginal infection . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test- not specified. Result-not provided.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal discharge and vaginal infection outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, breakage,vaginal discharge, vaginal infection . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test- not specified. Result-not provided.. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: previously reported event "injury" was updated to "dysmenorrhea (cramping)", events- "pelvic pain,abdominal pain,menorrhagia (heavy menstrual bleeding),breakage, vaginal discharge, vaginal infection" added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.